Event description:
It was reported that post shock testing, post pace t wave oversensing on the rv (right ventricular) lead was seen. The lead was repositioned. Post procedure, it was reported that the atrial lead now had capture and sensing changes (capture 3v and 0.5ms and sensing at 0.4 - 0.6mv). Chest x-ray revealed change in position from ra appendage to ra anterior free wall/inferior aspect of ra appendage. Patient reevaluated next morning with noted improvement in atrial readings (capture 0.75v and 0.4ms and sensing 0.8 - 1.3mv). It was decided to reevaluate again the next morning when further improvement noted (capture 0.625v and 0.4ms and sensing 1.0 - 1.5mv). The post pace t wave oversensing was not observed. No patient complications were reported as a result of this event and no further intervention beyond normal standard of care is planned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.